Event description:
Procedure type: inguinal hernia repair. According to the reporter: the seal came off one trocar and the foam was not on one of the trocars. Current pt status well.

Manufacturer narrative:
(B)(4).